Manufacturer narrative:
(B)(4). Weight - correction to remove. Outcomes attributed to adverse event - correction to remove required intervention to prevent permanent impairment/damage (devices). Describe event or problem - additional. Model number - additional. Catalog number - correction. Serial number - additional. Lot number - additional. UDI number - correction. Device available for evaluation - additional. Correction/additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to close all background applications, turn off/on bluetooth, and remove transmitter from bluetooth list in smart device, which was unsuccessful. No additional patient or event information is available.